Event description:
Rptr tested at home one hr after eating and got a result of 204 mg/dl. One hr later he went to his dr's office, retested and got a result of 80 mg/dl, (dr's meter type unk). He did not experience any symptoms. No control solution test was reported.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8